Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in ICU due to high blood glucose on (B)(6) 2018 at 8:30 am with blood glucose level was above 712mg/dl. The customer current bg level was 160mg/dl. The customer was treated with injections of lantus and insulin drip thru IV . Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.